Manufacturer narrative:
This event occurred outside of the united states. The filter and syringes were not returned to the manufacturer for evaluation. A.b.braun representative reviewed the films associated with the event. The filter implantation images showed that the filter did not open after insertion and stayed closed with a diameter similar to the sheath diameter, this leads the manufacturer to believe the filter was externally constrained. A review of the filter withdrawal films showed that the filter was still closed during the withdrawal attempt; only after several manipulations the filter opened, probably free from the material that had it constrained. For the filter to remain completely closed, an external element must be constraining the filter. Generally two types of events might constrain a filter; presence of tissue around the filter, or user error may cause a piece of hemostatic valve from the introducer sheath to constrain the filter. A review of the manufacturing lot records show the lot of filters complied with specification; no similar complaint reports were received concerning this lot. The manufacturer does not believe this event is related to a manufacturing defect or product quality. However, as the introducer system was not returned for evaluation, no conclusion about the cause of the incident can be made.

Event description:
Venatech lp vena cava filter didn't open after deployment and migrated into the right atrium. The withdrawal of the filter was attempted with a gooseneck catheter. During this procedure, the filter opened in an undetermined vein.